Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the device not working properly. A physical and computed tomography scan was performed, and it was found that the balloon was empty which denoted fluid leakage at an unspecified location. The device remains implanted, and a revision surgery has been scheduled. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the device not working properly. A physical and CT scan was performed, and it was found that the balloon was empty which denoted fluid leakage. The device remains implanted, and a revision surgery has not yet been scheduled. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the device not working properly. A physical and CT scan was performed, and it was found that the balloon was empty which denoted fluid leakage. The device remains implanted, and a revision surgery has not yet been scheduled. No additional patient complications were reported.